Event description:
It was reported that the pace/sense impedance on the right ventricular (rv) lead fluctuated between normal and high. It was noted the impedance has been getting higher. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).